Event description:
It was reported that a patient was being implanted with a 3.5mm variable angle (va) locking compression plate (lcp) proximal tibia plate. While the surgeon was inserting the final 3.5mm va locking screw into the plate, the screw reportedly did not engage properly with the hole on the plate and became stuck between the plate and the bone. All of the implanted screws and the plate had to be removed in order to remove the implicated screw. Another plate was used and the procedure was completed successfully. No issues were identified with any of the other screws. There was a surgical delay of 20 minutes associated with this event. No patient harm or fragmenting was reported. Patient status outcome was reported to be good and procedure was successfully completed. This report is for an unknown locking screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.